Manufacturer narrative:
H3 : product analysis found that visually, the inner shaft and hub bushing were dislodged and not returned. Additionally, there was deformation in the distal outside diameter of the hub. The outside diameter of the inner hub shall be 0.330 ± 0.002 inches and measure 0.329 inches in the undamaged area and up to 0.345 inches in the deformed area which was out of specification. Functional testing could not be performed due to the broken state of the device. H6: codes updated. Previously applied codes fdm b21, fdr c21, fdc d16 and img g04041 codes are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that m5 handpiece requires repair with no other comments provided. There was no known patient impact. As per the analysis of m5 handpiece, the unit arrived with a broken bur in collet. The bur appeared to be half.

Manufacturer narrative:
H3 : analysis results were not available as of the date of this report. A follow-up report will be submitted when the analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.